Event description:
It was reported that the over-sensed noise and low pacing impedance was noted on the patient¿s right atrial lead. The patient was seen in clinic and no noise was reproduce with isometric testing. Programming changes were made. The patient¿s condition was stable.